Event description:
It was observed during the device inspection, that the broncho-videoscope exhibited a burn on distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following field: h6. Correction related to h3 (¿no¿ was selected in error on the initial report) and h6 (type of investigation code ¿10¿ was inadvertently omitted from the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (13) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. The user may detect the event by handling the device according to the following instructions for use. -inspection of the endoscope points of attention when using the high-energy endo therapy accessories are written in the following. Olympus will continue to monitor field performance for this device.